Event description:
It was reported, to boston scientific corporation. That a tria firm ureteral stent was used, during an unspecified procedure on (B)(6) 2022. During the withdrawal/closure of the procedure, the coil of the stent detached. The detached coil was removed via grasping forceps under rigid ureteroscopy. The procedure was completed with another tria firm ureteral stent. There was no patient injury or complication as a result of the event.

Manufacturer narrative:
Block h6: device code a0501, is being used to capture the reportable event of coil detachment of device or device component. Impact code f2301, captures the reportable event of additional device required. Block h10: the returned tria ureteral stent was analyzed, and a visual evaluation noted, that there was a detachment in the bladder pigtail. Their respective positioner was returned. However, no problems noted. The suture was returned loaded and cut. A functional inspection was performed, a mandrel of 0,039 passed through the stent without resistance. No other problems with the device were noted. The reported event was confirmed. Analysis of the returned device found with their bladder coil detached, suture hole, bladder coil tip was torn, and the suture was cut, indicating that there was a manipulation of the device. These problems could be caused by operational factors, interaction of the device with entangled suture string after the insertion. Also, it is possible, that an excess of force applied to the suture string, during procedure could have been damaged and caused this problem. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. Block h11: correction to block b1: (adverse event/product problem), block d4: (model number), block e1: (initial reporter city), block e1: (initial reporter fax), block h1: (type of reportable event), and block h10: (impact code).

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during an unspecified procedure on (B)(6) 2022. During the withdrawal/closure of the procedure, the coil of the stent detached. The detached coil was removed via grasping forceps under rigid ureteroscopy. The procedure was completed with another tria firm ureteral stent. There was no patient injury or complication as a result of the event.

Manufacturer narrative:
(B)(4).